Event description:
Additional information received reported that it was a confirmed 1st overdischarge and less than 50% therapy relief. A physician mode recharge (pmr) was performed at the doctor¿s office and a power on reset (por) with an unspecified error code appeared. The patient had not charged the implantable neurostimulator (ins) in some time. A manufacturing representative (rep) confirmed with the patient that she was now charging per the norm. The rep stressed the importance of charging the ins to 100% full. They were going to schedule a time to meet at the doctor¿s office to clear the por and to further evaluate the system. The product issue was resolved and the cause of the issue was determined to be because the patient had not charged the ins for some time. It was later reported that the por was successfully cleared. The patient felt a shocking when turning it on. A software correction update was sent to her battery today at her family doctor¿s office. The pulse width was decreased to feel less in the legs after successful software update. It was later reported that the patient was receiving effective therapy and was doing well.

Event description:
It was reported that, at least 6 months ago, that when the patient turned on the stimulation from their implantable neurostimulator (ins) on they felt a ¿horrible jolt¿ where the lead wire connects to the ¿box¿. The patient then stopped using the device for a while. They then tried to recharge the ins 3 weeks ago but could not. It was noted that the patient had not charged the ins for about a couple of months and an overdischarge (od) condition was suspected. The patient also stated that they had an MRI on (B)(6) 2014 which showed that they had a degenerative change in their thoracic spine. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. Product ID: 355531, lot#: n312816, product type: screening device. Product ID: 3550-63, lot#: w1864836, product type: accessory. Product ID: 3550-39, lot#: n305414, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).